Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 810:04 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 810:04. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.